Manufacturer narrative:
It was reported that the disposable device was discarded by the user and it is not available to be returned to the manufacturer for evaluation. An investigation into the root case of the incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).

Event description:
As reported on (B)(6) 2014, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation of the procedure, when the sterile device packaging was opened, it was noted the tip of the fiber was fractured off inside of the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the disposable device did not come into contact with the patient. It was reported that the device involved in the incident is not available to be returned to the manufacturer for evaluation as it was disposed of the user.